Manufacturer narrative:
Initial reporter name and address: phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell, wear abrasion, and crease flat. A microscopic analysis was performed which identified: a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture.